Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The helix was extended, and a dried body fluid and tissue were noted in the helix housing causing a helix mechanism test failed. Visual inspection showed deformed coils likely procedure related damage.

Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.